Event description:
It was reported a patient presented feeling faint and became unconscious. The patient passed away for an unknown reason on (B)(6) 2022. There is no known allegation from a health care professional that suggests that the death was related to their implantable cardioverter-defibrillator. No additional information was reported.